Event description:
The ge oec 9800 fluoroscopy system displayed multiple error messages and would not properly boot up.

Manufacturer narrative:
A ge oec service representative investigated the issue and a corrupt hard drive that was removed and replaced. The software, configuration and calibration files were reloaded. The flash memory was reloaded also. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.